Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was found that the dongle was damaged. The damage to the dongle caused it to improperly seat in place on the system, which directly caused the reported event. The dongle and the screws securing it were replaced and the issue was resolved. The damaged part has been received by the manufacturer for evaluation, although analysis is not yet complete. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system could not be fully booted up. It was reported that the system remained in emergency stop, and could not be used. The dongle was adjusted and reseated, and the system was rebooted which resolved the issue. The procedure completed successfully with the imaging system after a delay of less than one hour. The patient was not impacted. No additional details were provided.

Manufacturer narrative:
Medtronic investigation of returned suspect dongle finds that the reported issue was confirmed. Visual inspection confirmed the dongle connector is removed from the housing due to one hex nut stand off screw missing, the other is broken. Intermittent connection caused by physical damage. The reported issue was confirmed to have been caused by physical damage to the dongle.